Event description:
It was reported to philips that the wireless footswitch was not working intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue did not have any effect on the procedure as the issue was intermittent. The procedure was completed as planned using the same footswitch. There was no harm reported to philips. It was reported to philips remote service engineer (rse) that the footswitch will intermittently stop working during continuous fluoroscopy since the installation. The philips field service engineer (fse) visited onsite and tested the foot switch and could not confirm any malfunction with the footswitch. The cause of the wireless footswitch could not be conclusively determined by the supplier's part analysis, however, as the customer reported that the issue was intermittent replacement of wireless footswitch by fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.